Manufacturer narrative:
The t:slim x2 pump user guide states that the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the supplies after each alarm. The customer's blood glucose (bg) level was 430 mg/dl and a bolus was delivered to address the bg level. A pump system check was performed using the current pump supplies and the occlusion was found to be within the cartridge. Reportedly, the customer was using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump. The customer was to change the pump supplies and speak to a healthcare provider about the type of insulin being used.